Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary- the full lead was returned in segments. Analysis was performed and no anomalies were found.

Event description:
It was reported that during the implant attempt there was poor threshold and current of injury. It was also reported that there was loss of capture in both bipolar and unipolar. The physician decided to implant a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.